Event description:
While performing a thyroidectomy and using the disposable reprocessed hand held harmonic scalpel, the instrument was sticking on the "on" position. Then a small piece of the ceramic part of the jaw broke off in the wound. However, the piece was retrieved.